Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 166 mg/dl. A normal control range was not provided by the customer, but should be around 96-126 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.